Manufacturer narrative:
H6: updated codes based on the results of the investigation. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the bleed and hematoma was not determined due to insufficient clinical details. The cause of the difficult to position was not determined due to insufficient clinical details and no product was returned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that this patient had a mitral valve repair with left atrial appendage clipping on (B)(6) and was unable to wean off bypass, so he was placed on ECMO. As he had issues with bleeding on ECMO and had to return to the or twice for chest exploration and washout, an impella 5.5 was ultimately placed with the goal to wean ECMO and close the chest. Placement was difficult as impella did not advance appropriately and required repositioning under echo guidance. ECMO was removed on (B)(6) /2025 and the patient had multiple strokes post decannulation. Hematoma was noted at the old ECMO cannulation site and bleeding was occurring at his tracheostomy site. Heparin was temporarily held due to bleeding and hematoma issues. The impella 5.5 was removed on (B)(6) 2025 without incident. It appears that this patient had complications secondary to ECMO (hematoma and multiple strokes on removal) and cannot attribute these to the impella device. He did have some bleeding however, this appears to be due to systemic anticoagulation and not directly caused by the impella.